Event description:
During the procedure, the hydrotome rx sphincterotome, it was noted that the cut wire was not fully exposed, due to the device not bowing properly. The physician completed the procedure with this device without any consequence to the patient, but had to use the scope to cut the wire. The patient was reported to be fine post procedure.

Manufacturer narrative:
Wire would not bow. The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.